Event description:
The aci sales professional reported that a technician from the user facility informed him that the physician reported that a patient who had been closed with a mynxgrip vascular closure device 5f developed an rp bleed (retroperitoneal bleed) which required surgery. The physician is a trained mynx user. The technician does not know any other information regarding this event including the date of the occurrence, if the procedure was an intervention or diagnostic, if the mynx deployment was successful, nor what the cause of the rp bleed was. The sales professional attempted to get a hold of the physician to request additional information but was unsuccessful.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.